Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles inside three (3) homechoice cassettes without an alarm. This was observed during use of the devices for peritoneal dialysis therapy. The patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in december 2024, reported as "last week." Should additional relevant information become available, a supplemental report will be submitted.